Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure that the device was fired by the resident but did not retract. Reverse was attempted but manual override was used to remove the device. Staple line was observed to be fully intact. Another like device was used to complete the procedure. Leak test was performed with no leaks found. There were no adverse consequences for the patient.